Manufacturer narrative:
Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported black particulate was observed in the header of a revaclear 400. The event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, two black spots were observed at the hot blade of the pur block from the header cap of the dialyzer. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the burned fiber is related to the production process. If there is improper or incomplete thermoforming of the fiber bundle, this can result in a bad cut at hot blade, leading to burned fibers. Production process controls are in place to prevent and detect such defects which include 100% visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.